Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803.

Event description:
Patient reports, the recent bottom aligners don't fit at all. And the top aligners don't fit in the back/jaw of the mouth. Cutting the gums and making them bleed, which develops into pain.